Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the issue has occurred in printed circuit board that processes images in the mask due to long-term use. The event can be [detected/prevented] by following the instructions for use which state: when the package inserts of cv-290 was checked, the following statements were checked. The service life of the products shall be six years after shipment (after delivery) (subject to self-certification (our data)). The number of years is the number of years when proper use such as pre-use inspections and periodic inspections shown in this package insert and "instructions for use" are performed within the durable period, and when repair or overhaul is required according to the inspection results. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center did not display the endoscopic image when turned on. The issue occurred during preparation for use. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device was returned and the evaluation found no reportable malfunctions aside from the reportable malfunction in the b5. Should additional relevant information become available, a supplemental report will be submitted.